Event description:
It was reported that "they had to exchange out the first iabp because when they went to unplug it, it alarmed "battery failure" then shut down despite it being stored plugged in and charging. I was unable to verify the alarm as they had already tagged and sent the iabp to biomed". The pump was exchanged for another pump. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).